Event description:
Cup moved on patient at around six weeks after initial surgery. We installed a replacement cup, liner and head. Patient complained. X-rays were obtained and the cup had changed position from initial implantation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a primary tritanium hemi solidback cup 58mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Cup moved on patient at around six weeks after initial surgery. We installed a replacement cup, liner and head. Patient complained. X-rays were obtained and the cup had changed position from initial implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.